Event description:
Caller states that the inform meter shows signs of an electrical short. Connector pins 2 and 3 are burned. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.